Event description:
It was further reported that the procedure was successfully completed without any surgical delay. Patient outcome is reported as stable. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: potential lot numbers provided are 60p5727, 59p8433 and 54p7266. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative d4. Expiration date d11: concomitant products added to complaint. H3, h4, h6: investigation summary: investigation selection investigation site: cq zuchwil selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken visual inspection: upon visual inspection of the complaint device it can be seen that the screw tip is broken off, this thus confirming the complaint description. Furthermore, the screw recess is in an undamaged condition. (For further details see attached pictures) dimensional inspection: during investigation the diameter measure result is within accuracy. Document/specification review: drawings and revisions are in accordance to DHR of production lots. All relevant features are defined on the used drawing revisions of DHR of production lots. Summary: the complaint is confirmed as we are able to confirm the complaint description, as the received part is showing a broken tip. Device history record (DHR) reviews were performed for the affected lots, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in (B)(6) 2020. No ncrs were marked in the DHR¿s during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot numbers. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that the break resulted from excessive and/or lateral pressure on the screw tip. To prevent such problems, it is necessary to operate according to the technique guide, warnings: be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail.). Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: device history lot part: 04.503.104.04s lot: 60p5727 manufacturing site: bettlach release to warehouse date: 07.07.2020 expire date: 01.06.2030 a manufacturing record evaluation was performed for the finished device 04.503.104.04s lot: 60p5727 and no non-conformance's were identified. Part: 04.503.104.04s lot: 59p8433 manufacturing site: bettlach release to warehouse date: 30.06.2020 expire date: 01.06.2030 a manufacturing record evaluation was performed for the finished device 04.503.104.04s lot: 59p8433 and no non-conformance's were identified. Part: 04.503.104.04s lot: 54p7266 manufacturing site: bettlach release to warehouse date: 12.05.2020 expire date: 01.05.2030 a manufacturing record evaluation was performed for the finished device 04.503.104.04s lot: 54p7266 and no non-conformances were identified. H11: g1. Manufacturing site name updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate g1. Manufacturing site name

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was craniotomy for subcutaneous bleeding on (B)(6) 2020. 12 screws were used, and only one of them was not able to be inserted into the skull. Those screws were packed in the three packages (each containing 4 screws). Three labels were secured and may be returned to you. But it is not known which lot # the screw in question belonged to. No further information is available. Concomitant devices reported: matneu scr ø1.5 self-drill l4 tan 4u I/c (part# 04.503.104.04s, lot# 60p5727, quantity# 1), matneu scr ø1.5 self-drill l4 tan 4u I/c (part # 04.503.104.04s, lot # 59p8433, quantity # 1), matneu scr ø1.5 self-drill l4 tan 4u I/c (part # 04.503.104.04s, lot # 54p7266, quantity # 1). This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).